Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing non conformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaints relating to the complaint codes were found. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Device related photos and patient imagery were provided, and the following was observed. Regarding the device related photos: the sheaths liner was unexpanded about halfway along the expandable portion of the sheath shaft. The liner was stretched along the unexpanded length. The liner was also torn towards the distal end of the shaft. The sheath distal tip opened as designed. Regarding the patient imagery: access vessel luminal diameter were all above minimum required for a 16f esheath (6.0mm) and access vessels had presence of calcification and tortuosity. The following instructions for use (IFU) and training manuals were reviewed: IFU for esheath, IFU for commander delivery system, device preparation manual and procedural training manual. Contraindications: this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and sheath. Caution: for iliofemoral access, the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 to 2 cm. Insert loader completely into sheath. Note: in expectation of high friction, use short movements. Advance thv through loader and sheath using short movements. Note: surgical cutdown and repair are recommended for the first few cases. Percutaneous access and closure may be considered by experienced users. No IFU or training deficiencies were identified. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the esheath (all models and sizes) was performed. Prior closed complaints were reviewed for similar events and root cause identification. Resistance during delivery system insertion through the sheath and the sheath not properly expanded are identified in the commander delivery system risk management worksheet as a potential cause that may lead to procedural delay, percutaneous intervention, or surgical intervention as captured in the risk ids. This event reports resistance during delivery system insertion through the sheath and the sheath not properly expanded that has not resulted in a patient harm. Also, there was no evidence of product nonconformances or labeling or IFU inadequacies identified in the evaluation. Therefore, the review of risk management file is complete, and no further action is required. The risk of resistance during delivery system insertion through the sheath, sheath not expanding, liner tears, and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials and refresher training on how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulties introducing the delivery system through the sheath. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath. The pra documents that seam stretching is considered cosmetic in nature and poses negligible risk to the patient. This negligible risk remains the same. No threshold for re escalation was established as this issue have no impact to form, fit or function of the esheath as supported by successful design verification testing. As no edwards defect that could have resulted in the complaint was identified, no preventative or corrective actions (CAPA) are required. However, an awareness communication was previously conducted for a complaint with the same issue. The reported events were able to be confirmed per evaluation of the provided imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non conformance contributed to the event. Review of manufacturing mitigations supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Per the reported event, the medical team complained about two points: the first one was the difficulty of progressing with the valve and the second point was the expandable portion of the esheath, which after its removal, a different behavior was noticed than usual. Additionally, it was reported that the second reason why the esheath may not have expanded may be the measurement of the patients femoral artery, as its minimum diameter was 6.2 mm with calcification. Evaluation of the provided device related photos revealed that the liner was unexpanded and stretched about halfway along the expandable portion of the sheath shaft. Per patient imagery, the access vessel had presence of calcification and tortuosity. Per the procedural training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub optimal angles that can lead to non axial alignment in the advancement of the delivery system. The failure mode may also be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process in manufacturing. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2 inch segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification), which did occur in this case. Pra has been previously initiated to document investigation and assess associated risks for the issue. Pra states that the seam stretching occurs when the hdpe outer layer adheres to the etched ptfe liner preventing the seam from opening; however, the seam stretching behavior meets form, fit and function requirements for the esheath. As such, a definitive root cause is unable to be determined at this time. However, available information suggests that patient (calcification, tortuosity) factors and or factors related to the manufacturing process (improper sheath liner expansion) may have contributed to the complaint events. Evaluation of the provided device related photos also revealed that the sheaths liner was torn towards the distal end of the shaft. As the access vessel was noted to be calcified, calcification can damage the exposed portion of the sheath liner and lead to immediate cutting tearing or weakening of the liner. A weakened liner can tear during advancement of the delivery system. As resistance was met during system advancement through the sheath, the operator likely applied excessive force and manipulation to continue advancing the delivery system. It is possible that crimped valve interacted with the sheath, leading to the observed liner tear. As such, available information suggests that patient (calcification) and or procedural (excessive manipulation, valve caught on liner) factors may have contributed to the complaint event.

Manufacturer narrative:
The 16fr esheath was returned to edwards for evaluation. Visual inspection revealed the sheath was expanded only along the distal half of the shaft with a length of 12cm. The middle portion of the sheath was not expanded and showed signs of stretching. The distal tip was opened as designed. Two (2) kinks were noted in the strain relief approximately 25mm and 55mm from the hub, respectively, a third kink was noted on the hdpe located 138mm from the hub and a fourth, minor kink was noted on the hdpe, located 5cm from the distal end of the sheath. The liner was partially delaminated and bunched at the distal tip. The c-marker was present and intact. Scratches were observed along the shaft and on the soft tip. The teco material was also observed to be stretched near the distal tip. Review of the provided device photographs revealed the sheath liner was unexpanded about halfway along the expandable portion of the sheath shaft. The liner was also stretched along the unexpanded length. The liner also appeared to be torn towards the distal end of the shaft; however, evaluation of the returned device did not confirm this. The sheath distal tip opened as designed. Review of the 3 mensio report revealed the access vessel luminal diameter were all above the minimum required for a 16fr esheath. Calcification was noted in the access vessels. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. In this case, the complaint regarding the resistance between devices was confirmed based on the evaluation of the returned device. No manufacturing nonconformances were identified during the evaluation. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. Review of manufacturing mitigation's supported that the sheath has proper inspections in place to detect issues related to the reported event. No IFU/training manual deficiencies were identified. Per the complaint description, 'the medical team complained about two points: the first one was the difficulty of progressing with the valve and the second point was the expandable portion of the esheath, which after its removal, a different behavior was noticed than usual'. Additionally, it was reported that 'the second reason why the esheath may not have expanded may be the measurement of the patient's femoral artery, as its minimum diameter was 6.2 mm with calcification'. Evaluation of returned device revealed that the liner was unexpanded and stretched about halfway along the sheath shaft. Per the 3 mensio imagery, the access vessel had presence of calcification and tortuosity. Per the procedural training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification'. Calcification can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion that may lead to resistance, while tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. The returned device showed scratches and kinks along the shaft, which can be indicative of vessel calcification and tortuosity, respectively. The failure mode may also be related to improper expansion of the sheath during delivery system advancement. This may result from variation in the seam forming process in manufacturing. Per the manufacturing acceptance criteria, a liner that is stretching or does not open in the proximal and middle region of the sheath shaft, is acceptable as long as the distal 2 inch segment of the sheath is open after full expansion of the device (and calculated push force of tested units meet specification), which did occur in this case. A product risk assessment (pra) was previously initiated to document investigation and assess associated risks for the issue. The pra states that the seam stretching occurs when the hdpe outer layer adheres to the etched ptfe liner preventing the seam from opening; however, the seam stretching behavior meets form, fit and function requirements for the esheath. Although a definitive root cause was not able to be determined, available information suggests that patient (calcification, tortuosity) factors and/or factors related to the manufacturing process (improper sheath liner expansion) may have contributed to the reported resistance and sheath expansion issues. Edwards lifesciences has investigated the reported event. Additional information received from the evaluation of the retuned device indicated the liner was partially delaminated. Based on this information, this event does not meet the criteria of a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device was returned to edwards for evaluation.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) , regarding a patient who underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. During the procedure, difficulty progressing with the valve through the sheath was noticed. Regardless, valve was deployed successfully with great results. During sheath removal, medical team chose to cut down the access site to avoid vascular complications, as the closure device used had been giving trouble since the beginning of the procedure due to calcification of the access site. When the sheath was out, a different behavior was noticed than usual on the expandable portion of the esheath. Patient suffered no injury and was discharged.